Event description:
It was reported to boston scientific the tip of the catheter split on the two 0.025 sphincter tomes during procedure. The procedure was reportedly prolonged by 10 minutes. The procedure was completed with the use of a 0.035 sphincter tome. The condition of the patient is unknown. Note: this complaint is one of the two tome devices. Reference MFR # 3005099803-2008-06055 for the other device.